Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow, thrombus, and macro-embolism event occurred in the sfa post-atherectomy. Two lesions were treated. The left sfa and popliteal (pop) artery lesions were 80% stenotic, severely calcified, and 250mm in total length. Two run-off vessels were patent prior to therapy. The lesions were treated with a 2.0mm solid crown oad which was spun at low speed for one run (40sec) and at medium speed for three runs (32sec, 31sec, 18sec) for a total run time of 2min, 1sec. The residual stenosis was 40%. The macro-embolism, slow flow, and existing thrombus noted in the sfa were treated with tpa infusion and an angiojet spiroflex thrombectomy device. The lesions were then treated with a 5.0/2.20mm savvy balloon inflated twice to 8atms each for a total inflation time of 2mins. The residual stenosis was 0%. No stents were placed during this procedure. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 17 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).